Event description:
Rn was performing a wound care treatment on a patient, using cardinal health dermacea gauze fluff rolls. While doing wound care on the patient, rn noticed the presence of a tuft of fur or some other soft light brown material weaved into the gauze. Rn contacted the manufacturer directly and sent pictures to them. The MFR representative asked, in an email, for an account number for supply chain, but did not address any other concerns about the product.